Event description:
A balloon developed four pin hole leaks on the fourth inflation below the rated burst pressure during a superficial femoral angioplasty procedure of a calcified lesion. The procedure was successfully completed with this balloon catheter without pt complications. This device was returned, evaluated and retained by this MFR. The engineering evaluation revealed a pin hole leak located 11 ml distal to the proximal radiopaque marker. No other leaks were noted. Scratches and chatter marks were noted on the balloon surface. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. This device displayed characteristics consistent with contact with a sharp external source, scratches and chatter marks on the balloon surface and follow up indicated this device was used in a calcified lesion. Co believes this factor contributed to this event and does not attribute it to the device. Directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."